Event description:
--

Event description:
Boston scientific received information that this pacemaker was an attempted implant. It was reported that during implant testing, atrial impedance was greater than 2500 ohms when connected to the device. However, impedance measurements with the pacing system analyzer (psa) were acceptable. The physician then repeated impedance tests utilizing the device and impedance was fine. However, additional testing again produced impedances greater than 2500 ohms. The physician suspected there was a setscrew issue and therefore, the device was not implanted. A new pacemaker was implanted and acceptable atrial impedance measurements were verified.

Manufacturer narrative:
(B)(4). The pacemaker was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was returned over six years after the initial observations. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.